Event description:
It was reported that "the rod inserter continually became disengaged from rod. Rod had to be removed by hand and reattached 3 times."

Manufacturer narrative:
Additional lot#: 078935. Investigation has been completed and evaluation codes updated. Visual inspection, complaint history review, technical/medical assessment. Results: visual inspection - confirmed the reported failure. (B) (4)